Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after switching the system on there was a message displaying "no signal" on the monitor. Troubleshooting involved the site resetting the computer and check once again, but this issue was still occurring on the monitor. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. They removed the dust and cleaned the central processing unit (cpu). They ran tests on the system and all tests passed. If information is provided in the future, a supplemental report will be issued.